Event description:
It was reported that due to patient pain, the surgeon removed a rib plate. Patient was not revised with any other plate. It was also reported that the fracture was in a union state. No allegation against plate and locking screws were reported. Procedure was successfully completed without any surgical delay. Patient/status outcome was fine. This report is for an unknown plate. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: this report is for four unknown rib plates/unknown lots. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Four rib plates were removed during the procedure on (B)(6) 2014. This report is for four unknown rib plates.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown plate/unknown lot number. Implant date unknown. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.